Manufacturer narrative:
Philips service replaced the 3v motherboard battery of the geometry control pc and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that bed movement failure was linked to the geometry control pc on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.